Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't fit in monitor/battery won't hold charge) has been confirmed. As received, the battery pack was swelling and was unable to power on a monitor or charge. Upon evaluation, the battery tri-cells were leaking, causing the cell to deplete and the battery pack pca to swell. The root cause for the leaking cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that the battery would not hold a charge and would not fit in the monitor.